Event description:
It was reported that the end of the inner cannula broke off. It was further reported that the burr unit will not engage or rotate. Further, the account reports they experienced a similar failure with a second unit. Further, metal flakes were noted in the joint after using the burr units.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.